Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower extremity. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed over the wire. The procedure was completed with another 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood and contrast in the lumen, contrast in the balloon. Inspection revealed a longitudinal burst in the balloon material, 9mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a lower extremity. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, upon the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed over the wire. The procedure was completed with another 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter. No patient complications were reported and the patient's condition was fine.